Event description:
Patient developed an infection with dever and chills two days after the cystoscopy procedure. This is the sixth pt in one month. After antibiotics were prescribed and taken, all pts recovered.